Event description:
A baxter engineer reported a pump with depleted batteries. It is unk when occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.